Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was unresponsive. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery incorrectly displayed issue could not be verified; however, a different issue was identified. Additionally, the alleged touch screen issue was verified in the pump logs; however, no failure was identified.